Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient's daughter stated that the sensor stopped working, gave an unknown error message, and prompted to replace the sensor. The receiver display device was not showing any readings, but prompting to replace the sensor. The sensor was in this state for an undisclosed duration of time. The reporter checked the patient's blood glucose (bg) by fingerstick and the reading was high (no value provided). There were no patient symptoms reported. The healthcare personnel (hcp) was consulted and it was recommended that the patient seek evaluation in the emergency department (ed). Upon arrival to the emergency department, hospital staff removed the sensor. The patient was diagnosed with diabetic ketoacidosis (dka) and was treated with an unspecified insulin drip. At the time of the report, the patient was in stable condition. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.